Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) would no longer start up anymore.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: pcb damage. The reported event of the mobile power unit (mpu) not powering on was confirmed. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into an ac power source and the unit did not power on. The issue was isolated to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced. A functional test was performed, and all tests passed. The unit was returned to the rental pool. The power supply pcba was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the power supply pcba revealed an electrically compromised t2 transformer. The pcba was plugged into a test unit and the reported issue of not powering on was confirmed. Fuse f1 was found to be open and was replaced. When the unit was powered on again a short was found in t2 resulting in no voltage output. Due to the voltage drop, the board did not output the 15vdc required to power the main pcb. The root cause for the mpu not powering on was determined to be a damaged transformer on the power supply pcba. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.